Event description:
Customer reported the system will stop working during fluoro and needs to be rebooted. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the connectors on the collimator interface pcb, and adjusted the ps4 5v power supply. Systems operates as intended. (B) (4).